Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was firing clips that were not absolutely parallel. The doctor continued to use the device for the rest of the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.